Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead had been severed into two segments. Visual inspection of the lead segments noted dried blood throughout the entire lead, damaged insulation and deformed conductor coils likely caused by the use of a grabbing tool during the procedure. No functional testing was performed due to the condition of the lead. Analysis was unable to refute the allegation of dislodgement.

Event description:
Boston scientific crm received information that the patient with this atrial lead experienced phrenic nerve stimulation. The atrial lead also dislodged twice, requiring two revision procedures. In the first revision the lead was repositioned. In the second revision, the physician elected to explant the lead. There was some difficultly removing the lead, but eventually was explanted and successfully replaced by a new lead. No adverse patient effects were reported.